Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), rash ("allergy: rash") and skin disorder ("skin condition"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, back pain, rash and skin disorder had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse) back pain, menorrhagia, rash, skin disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic pain, dysmenorrhea (cramping), abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition were added. Outcome of event dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse) back pain, menorrhagia, allergy: rash/skin condition were added as recovered/resolved. Patient demography added. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 36-year-old female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoidectomy, cesarean section (2) and uterine bleeding. (B)(6) 2019- laboratory report- final diagnosis: uterus, bilateral fallopian tubes, excisic:n: chronic cystic cervicitis. Benign leiomyoma. Benign endometrial glands and stroma. Normal fallopian tube. Concurrent conditions included headache, ovarian cyst, bleeding intermenstrual, menses irregular with excessive bleeding, polymenorrhoea and cervicitis cystic. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dermatitis allergic ("allergy: rash/rashes or skin conditions type: facial rashes") and was found to have uterine leiomyoma ("fibroids,"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, back pain, dermatitis allergic, uterine leiomyoma, vaginal haemorrhage and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009. Received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse) back pain, menorrhagia, rash, skin disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, rash, pelvic pain, uterine leiomyoma, dysmenorrhea, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 36-year-old female patient who had essure (batch no. 628043) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoidectomy, cesarean section (2) and uterine bleeding. (B)(6)2019- laboratory report- final diagnosis: ui'erus, bilateral ealwpian tubes, excisic:n: chronic cystic cervicitis. Benign leiomyoma. Benign endometrial glands and stroma.. Normal fallopian tube. Concurrent conditions included headache, ovarian cyst, bleeding intermenstrual, menses irregular with excessive bleeding, polymenorrhoea and chronic cervicitis. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("allergy: rash/rashes or skin conditions type: facial rashes") and was found to have uterine leiomyoma ("fibroids,"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, back pain, rash, uterine leiomyoma, vaginal haemorrhage and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2009, (B)(6)2009 and (B)(6)2009 received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse) back pain, menorrhagia, rash, skin disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, rash, pelvic pain, uterine leiomyoma, dysmenorrhea, vaginal bleeding . Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), fibroids, hair loss were added. Event rashes or skin conditions type update to facial rashes. New reporters, race, height, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.